Event description:
During eval of a returned homechoice device, a baxter tech identified a potential overfill situation. During drain 3 of therapy in 2007, the home pt had an ultrafiltration (uf) of 490ml following a fill volume of 1500 ml, indicating that the pt drained 1990ml. No further info regarding this event could be obtained despite a request by baxter.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during eval. Based on a review of all available log data combined with available decision tree info, the most probable cause of the overfill was determined to be insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.